Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the dirt on light guide lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the repair center indicates that dirt on light guide lens was found. It was determined that the light guide lens needed to be replaced. There was no patient involvement.